Manufacturer narrative:
E:1 name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: ca, post office: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow block event on (B)(6) 2026 however, the specific cause of the blockage could not be determined. This issue led to hyperglycemia and got treated with insulin pump.